Event description:
An infection was present at the implanted plate site; the screw (along with the plate) was explanted.

Manufacturer narrative:
Additional MDR associated with this event: 3025141-2013-00207-plate.